Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had to undergo a surgical intervention to treat a hematoma caused by a fall. The implantable cardioverter defibrillator (ICD) was implanted at the time. The device was briefly taken outside of the pocket as part of the procedure, but was repositioned after the pocket was cleared. Three weeks later, the patient exhibited swelling in the pocket area and had to undergo a second surgical intervention to treat residual venous bleeders from the hematoma. The pocket was evacuated and the patient received intravenous antibiotics. There were no additional adverse effects reported.